Event description:
Patient reported left side that feels pain on both sides, being stronger on the left side. Reported that the pain starts in the armpits, and has been progressing, also leaving the areola sensitized¿, ¿there is a perception that the left breast is bigger than the right¿,¿sparse benign calcifications¿, ¿lobulated contours¿, and ¿thin layer of periprosthetic fluid¿. Device remains implanted. ¿nodule in the upper outer quadrant of the left breast with benign findings¿ and "images of cystic aspect in qim of the left breast, measuring - about 0.48 cm and in qsl of the left breast, measuring about 0.43 cm¿ are not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.